Event description:
It was reported that pump generated temperature alarm while charging, and caller was using non-tandem charging supplies and could not clear alarm or resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support advised against using third-party charging supplies, instructed customer on placing pump into storage mode and returning it within 10 days, confirmed shipping details, and arranged shipment of replacement pump along with tandem charging supplies.